Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had non-sustained right ventricular oversensing episodes. Upon review, the device was double counting premature ventricular contractions. Programming changes were discussed. The patient was asymptomatic.